Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter had developed a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2017, 6:30am. The patient manages her diabetes with oral medications, diet and/or exercise. The patient stated that 6 hours after the alleged issue began he developed symptoms of ¿shaky, thirsty and frequent urination¿. He stated that on (B)(6) 2017, 12:00 noon he self-treated with food and drink. The patient denied using another device to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. The cca noted that when the patient pressed the power button or inserted a new test strip the meter did power on. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.